Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was checked after experiencing syncope. At the check, possible lead noise was observed. Programming changes were discussed.

Event description:
New information received notes that programming changes were made. The patient was stable at all times.